Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode due to oversensed noise observed in the right atrial (ra) channel causing a switch to the minute ventilation (mv) sensor. Subsequently an inappropriate shock was reported to be delivered. This ICD remains in service. No additional adverse patient effects were reported.